Event description:
It was documented that customer had high blood glucose of 531 mg/dl. Customer was not sure of reason for high blood glucose. Customer was able to eat and exercise to bring blood glucose down. It was mentioned that customer was a brittle diabetic. Customer was very satisfied with insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.